Event description:
Initial info was received on (B)(6) 2013 from a consumer's aunt. This (B)(6) male consumer used colgate premier clean toothbrush; a bristle broke off into his throat and he brushed his teeth and the events occurred. He was hospitalized; received oxygen and anesthesia and the bristle was removed. He was discharged on (B)(6) 2013. At the time of this report, the action taken with the toothbrush and the outcome of the throat pain were unk. This case is referenced as (B)(4).